Event description:
Abnormal cells were found outside the 22 fov. No trigger cells were found in the 22 fov to prompt a full autoscan of the slide. Customer is not sending the slide for hologic review.